Manufacturer narrative:
Manufacturer's report date: 6/11/2008. Pt info requested and all available info is included. This report was filed by the manufacturer.

Event description:
Facility reported pca overinfusion. Fentanyl had been infusing without incident for past 24 hours. There was still drug in syringe, but it was replaced due to 24 hour change policy. User had difficulty inserting syringe due to bulky pharmacy label and reported there were several interruptions with multiple staff in the room. State they got multiple "pca off" messages on pcu. Once syringe was loaded, they verified programming and state settings were not changed. Pt was on pca only (20 mcg dose) with no continuous infusion. Pt pushed for dose request and appeared ok so staff left room. At 50 minutes later responded to alarm that 1 ml was left and found rest of 50 ml syringe had infused in a single dose demand. After event pt was transferred to ICU. Received narcan 0.08 mg IV, plus narcan drip for several hours. Did not require intubation. Subsequently was transferred out of ICU and discharged home. Event logs received. Investigation ongoing. Will file follow-up report when investigation is completed.